Manufacturer narrative:
(B)(6). (B)(4). Location : hospital. The product is not returned to manufacturer for evaluation therefore cause of event cannot be determined.

Event description:
Pre-operative diagnosis: atlantoaxial subluxation procedure: c1-2 magerl levels implanted: c1-2 it was reported that on (B)(6) intra-op, it was found that a tip of the guide wire was broken in the coronal image by c-arm. The guide wire fractured when it was moved on 3-4 cm. No patient complications were reported. The fractured guide wire was removed with hospital pean. Insert entrance was created a little larger with tapping for removing the breakage wire. No fragment was remained in the patient.

Manufacturer narrative:
Product analysis : visual review identified approximately ~12mm of the proximal tip broken off and not returned for analysis. Optical inspection of the shaft identified circumferential galling in multiple locations near the fracture surface, consistent with off-axis trajectory during usage, which can create binding forces on the guidewire. Circular material movement suggests torsional overload. Dimensional inspection confirms shaft diameter conforms to print specification. Conclusion: the above observations are consistent with torsional overload of the instrument.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.